Event description:
It was reported a spectrum pump had system error 105. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 was unable to be reproduced, but was confirmed through review of the event history log. The investigation determined this condition was caused by severed motor mount screws. The motor assembly was replaced.